Event description:
It was reported that when an asymptomatic patient presented into clinic for a follow up, post paced t-wave oversensing alert on ventricular channel was observed. Programming changes were made. Patient condition was fine after the event and will be monitored.